Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked during loading the seal into the delivery tube. The replacement seal used did not deploy properly into the aorta. The device was removed from the aorta, "reloaded" by repositioning the seal and successfully deployed into the aorta. The case was then completed without any further complications. No patient complications were reported.